Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The manufacturer technical service personnel confirmed the reported issue. During further investigation (fi), a visual inspection of the external v60 ventilator noted no indication of damage or contamination. The ventilator was powered up from ac, delivered breaths and the ac led indicator activated. Root cause: the cold solders on the 330 ohms 5% resistor leads in the (ls1) buzzer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device produced an backup alarm failed (1104) error code when the device arrived. There was no patient involvement.